Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a procedure, a system message displayed during cortex removal and the flow was deactivated. In order to reinitiate flow, the surgeon has to take his foot off the pedal. The case was completed without harm to the patient.